Manufacturer narrative:
E1 initial reporter phone number- (B)(6) date of event is estimated.

Event description:
It was reported that following an unrelated surgical procedure wherein it is unknown if the device was placed into surgery mode, the ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein ipg was replaced to address the issue. During the procedure it was identified that patients lead migrated, the lead was explanted and replaced during the same procedure to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that ipg was placed into surgery mode prior to unrelated procedure.